Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 450 mg/dl. Customer stated that she had high blood glucose levels for the last 3 days. Customer did not contact their health care professional. Customer stated that she has a back-up plan. Customer has taken shots of insulin. Customer's blood glucose level was now 329 mg/dl. Customer ran a manual prime and the insulin exited the tubing. Bolus history was found to be correct. Customer will be sent a tubing clamp to complete the high pressure test later. Customer was advised to do a complete infusion set change. Customer will call back once they receive the tubing clamp. Customer stated that the replaced site was still saying in the 300's mg/dl, but her blood glucose level was 400 mg/dl and 500 mg/dl. No further assistance needed.